Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained morphine at an unknown concentration and a dose of 3.4 mg/day. It was reported the patient had a pump revision on (B)(6) 2016 because the pump was sticking out and kept bulging out, and the health care provider (hcp) couldn¿t refill it. During the revision, the hcp put mesh over the pump. A few weeks after the revision, the patient had headaches, nausea, vomiting, diarrhea, and had to go to the ER a couple of times due to dehydration and just drank sips of water. The surgeon said the patient was probably having a spinal headache with the reaction. They have been turning the medication down and the patient thought she was getting 3.4 mg/day. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.